Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ lower abdomen pain / moderate and uncomfirtable pain') and vaginal haemorrhage ('abnormal bleeding (vagina)') in a 31-year-old female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, abdominal discomfort, right lower quadrant pain, inflammatory bowel disease, fibrocystic breast, irritable bowel syndrome, dysmenorrhea, gonorrhea, itch, erythema, vaginitis, constipation, gastrointestinal pain and abdominal adhesions. Previously administered products included for to prevent pregnancy: mirena from 2007 to (B)(6) 2011; for an unreported indication: mycolog. Concurrent conditions included body mass index normal, menstrual cycle abnormal, pelvic cyst and adenomyosis. Family history included ovarian cancer (grandmother.). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception, paracetamol (tylenol) for left lower quadrant pain as well as carbomer;glycerol;polycarbophil (rephresh) since 2015, ibuprofen, ibuprofen (motrin) and morphine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), hot flush ("hormonal changes describe: hot-flashes"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), urinary tract infection ("uti"), migraine ("migraines / headaches") and the first episode of alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced cystitis interstitial ("interstial cystitis"). On an unknown date, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection"), the second episode of alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, migraine, cystitis, vaginal infection, the last episode of alopecia, hormone level abnormal and headache had resolved and the dyspareunia, hot flush, vulvovaginal mycotic infection, urinary tract infection, weight increased and cystitis interstitial outcome was unknown. The reporter considered abdominal pain lower, cystitis, cystitis interstitial, dyspareunia, headache, hormone level abnormal, hot flush, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient received treatment for bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2015: normal right ovary and adnexa. Normal uterus and endometrial stripe. There is a 1.5x1.2cm collapsing cyst on the left ovary associated with a small amount of free fluid in the cul-de-sac; on (B)(6) 2015: no acute process or identifiable etiology for the patient's symptoms. Ultrasound scan vagina - on (B)(6) 2016: status post hysterectomy. Otherwise negative. Concerning the injuries reported in this case the following events were confirmed in patients medical record: abdominal pain and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: new events added: vaginal discharge, uti, vaginal infection, hair loss, hormonal changes, migraines, headaches and weight gain. Event outcome were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ lower abdomen pain / moderate and uncomfortable pain') in a 31-year-old female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, abdominal discomfort, right lower quadrant pain, inflammatory bowel disease, fibrocystic breast, irritable bowel syndrome, dysmenorrhea, gonorrhea, itch, erythema, vaginitis, constipation, gastrointestinal pain and abdominal adhesions. Previously administered products included for to prevent pregnancy: mirena from 2007 to (B)(6) 2011; for an unreported indication: mycolog. Concurrent conditions included body mass index normal, menstrual cycle abnormal, pelvic cyst and adenomyosis. Family history included ovarian cancer (grandmother.). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception, paracetamol (tylenol) for left lower quadrant pain as well as carbomer; glycerol; polycarbophil (rephresh) since 2015, ibuprofen, ibuprofen (motrin) and morphine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), hot flush ("hormonal changes describe: hot-flashes"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ weight loss: weight gain"). In (B)(6) 2012, the patient experienced cystitis interstitial ("bladder or urinary problems or changes interstial cystitis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and migraine had resolved and the dyspareunia, hot flush, vulvovaginal mycotic infection, urinary tract infection, weight increased, alopecia and cystitis interstitial outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis interstitial, dyspareunia, hot flush, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right lower quadrant pain with question of a right adnexal mass or pid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram on (B)(6) 2011: total bilateral occlusion.. Ultrasound pelvis on (B)(6) 2015: normal right ovary and adnexa. Normal uterus and endometrial stripe. There is a 1.5x1.2cm collapsing cyst on the left ovary associated with a small amount of free fluid in the cul-de-sac.; on (B)(6) 2015: no acute process or identifiable etiology for the patient's symptoms. Stable incidental benign findings as discussed above. Ultrasound scan vagina on (B)(6) 2016: status post hysterectomy. Otherwise negative. Concerning the injuries reported in this case the following events were confirmed in patients medical record: abdominal pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ lower abdomen pain / moderate and uncomfortable pain') in a (B)(6) female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, abdominal discomfort, right lower quadrant pain, inflammatory bowel disease, fibrocystic breast, irritable bowel syndrome, dysmenorrhea, (B)(6), itch, erythema, vaginitis, constipation, gastrointestinal pain and abdominal adhesions. Previously administered products included for to prevent pregnancy: mirena from 2007 to (B)(6) 2011; for an unreported indication: mycolog. Concurrent conditions included body mass index normal, menstrual cycle abnormal, pelvic cyst and adenomyosis. Family history included ovarian cancer (grandmother.). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception, paracetamol (tylenol) for left lower quadrant pain as well as carbomer;glycerol;polycarbophil (rephresh) since 2015, ibuprofen, ibuprofen (motrin) and morphine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), hot flush ("hormonal changes describe: hot-flashes"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ weight loss: weight gain"). In (B)(6) 2012, the patient experienced cystitis interstitial ("bladder or urinary problems or changes intestinal cystitis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and migraine had resolved and the dyspareunia, hot flush, vulvovaginal mycotic infection, urinary tract infection, weight increased, alopecia and cystitis interstitial outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis interstitial, dyspareunia, hot flush, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right lower quadrant pain with question of a right adnexal mass or pid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis on (B)(6) 2015: normal right ovary and adnexa. Normal uterus and endometrial stripe. There is a 1.5 x 1.2 cm collapsing cyst on the left ovary associated with a small amount of free fluid in the cul-de-sac.; on (B)(6) 2015: no acute process or identifiable etiology for the patient's symptoms. Stable incidental benign findings as discussed above. Ultrasound scan vagina on (B)(6) 2016: status post hysterectomy. Otherwise negative. Concerning the injuries reported in this case the following events were confirmed in patients medical record: abdominal pain, vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: previous reported event ¿injury nos¿ replaced with abdominal pain lower. New events added: hormonal changes describe: hot-flashes, abnormal bleeding (vaginal), abnormal bleeding( menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, yeast infection, bladder problems or urinary problems interstitial cystitis, migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, and hair loss. Lot number, new reporter, concomitant drug, medical history, patient demographics and lab data were added. Insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.